Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. It was unable to perform prime test due to motor error alarms. Device had cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump was going into constant rewinds. Blood glucose was 374 mg/dl. The insulin pump was replaced and returned for analysis.